Event description:
It was further reported that issue was discovered during cleaning process.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the received picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. A device history record (DHR) review was conducted: part # 391.201, synthes lot # p253588, supplier lot # p253588, release to warehouse date: 07 oct 2016, supplier: rti surgical, inc. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the cerclage bypass wire of the cable tensioner is torn off in the lumen. There was no patient involvement. This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
H3, h4, h6: picture review: the received picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 391.201 synthese lot # p253588 supplier lot # p253588 release to warehouse date: (B)(6) 2016 supplier: rti surgical, inc. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Updated data-b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: one tensioner and a piece of cable were returned. Upon visual inspection, it was observed a piece of cable found stuck within the collet and also confirmed that the coil spring is missing from the nose piece. The tensioner passed functional inspection. Instrument assembly technician was able to remove the cable and despite the missing coil spring. The complaint could not be replicated with the returned device. A device history record (DHR) review was conducted and found that the device met manufacturing specifications prior to shipping. The complaint was confirmed with investigation as the cable was stuck inside the tensioner and missing coil spring. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.